Manufacturer narrative:
Pt ID should read, "(B)(6)." The patient is (B)(6) inches in height. An event regarding revision surgery involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: while the exact cause of this event could not be determined based on the information available, it is noted that the patient has a bmi of 42.5 which is clinically obese. A review of the IFU indicated that the device should not be implanted in obese patients because additional loading may lead to loss of fixation or device failure. Further information such as x-rays. Operative notes as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
Postoperative diagnosis: irrigation & debridement with head and liner exchange following primary tha.

Manufacturer narrative:
Other devices listed in the report: cat. No.: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, lot code: mnm4vd . Cat. No.: 6570-0-032, delta v-40 ceramic head 32/-4, lot code: 48100002. Cat. No.: 6720-0435, size 4 accolade ii 132 deg, lot code: 48676101. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Postoperative diagnosis: irrigation & debridement with head and liner exchange following primary tha.